Event description:
A report was received that the patient was experiencing tenderness at the low back at the level of the generator and felt that it had something to do with the system. It was also reported that the patient complained of daily headaches and felt that it was related to the scs implant. On physical examination, it was noted that there was minimal irritation at the generator site. It was believed that the scs system was nonfunctional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm, model#: sc-4316, lot #: 14304539, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing tenderness at the low back at the level of the generator and felt that it had something to do with the system. It was also reported that the patient complained of daily headaches and felt that it was related to the scs implant. On physical examination, it was noted that there was minimal irritation at the generator site. It was believed that the scs system was nonfunctional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.